Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a precedex infusion was running on a primary line. Approximately 10 minutes following infusion start, clinician noted that the bottle of precedex was almost empty. There was patient involvement but no harm.

Event description:
It was reported that a precedex infusion was running on a primary line. Approximately 10 minutes following infusion start, clinician noted that the bottle of precedex was almost empty. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: sex, medical device serial #, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a precedex infusion was programmed to run at 0.2mcg/kg/hr =3.96ml/hr on a primary line. Approximately 15 minutes following infusion start, clinician noted that the bottle of precedex was almost empty. Secondarily, the tubing was clamped off closest to the bottle however pump did not alarm for occlusion. Pump continued to show to be infusing at programmed rate. There was patient involvement but no harm.